Manufacturer narrative:
(B)(4). The valve was not returned to edwards for evaluation as it remains implanted. Investigation is ongoing.

Event description:
As reported, approximately 17 months post transfemoral tavr procedure in the pulmonic position, the patient's 26mm sapien xt valve was explanted and replaced with a 25mm surgical valve. The patient was alive at the conclusion of the case.

Manufacturer narrative:
Additional information obtained clarified that the patient¿s valve explant, 17 months post implant, previously reported in this sapien valve was due to endocarditis despite two months of antibiotics. No additional information was provided. There is no indication of a device malfunction, or a relationship to the device. As such this MDR was reported in error and a corrected supplemental report is being submitted.